Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead thresholds had been increasing steadily since implant. Rv threshold was 0.7v at 0.4ms at implant. A recent right ventricular auto-threshold (rvat) test showed capture at 3v at 0.4ms, and rv output was programmed to 3.5v at 0.4ms trend. And it was noted that this was not an adequate safety margin. The recent rvat showed capture with no evidence of pacing inhibition, and device data reveal 0% pacing in the rv. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that elevated rv capture thresholds were observed in bipolar, however there was rv non-capture in unipolar. Lead revision was scheduled for (B)(6) 2025. Technical services (ts) discussed troubleshooting options and potential causes, such as possible lead perforation. Subsequently this rv lead was repositioned due to elevated thresholds. The cause of high thresholds was not conclusively determined. However, a suboptimal initial lead implant position was suspected. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this rv lead was successfully repositioned, and there was no indication of lead perforation. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead thresholds had been increasing steadily since implant. Rv threshold was 0.7v @ 0.4ms at implant. A recent right ventricular auto-threshold (rvat) test showed capture at 3v @ 0.4ms, and rv output was programmed to 3.5v @ 0.4ms trend. And it was noted that this was not an adequate safety margin. The recent rvat showed capture with no evidence of pacing inhibition, and device data reveal 0% pacing in the rv. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that elevated rv capture thresholds were observed in bipolar, however there was rv non-capture in unipolar. Lead revision was scheduled for (B)(6) 2025. Technical services (ts) discussed troubleshooting options and potential causes, such as possible lead perforation. Subsequently this rv lead was repositioned due to elevated thresholds. The cause of high thresholds was not conclusively determined; however, a suboptimal initial lead implant position was suspected. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.